Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that due to breakage of the charge-coupled device (ccd) unit, the image disappeared, and image noise was generated during the angulation operation in the up/down directions. The probable cause is a failure of the image sensor unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was image noise and image disappeared during up/down angle operation due to damage to the imaging unit. There were no reports of patient harm. Due to a cut on the angle wire, bending section could not be bent in the right direction at all. Due to damage on the closed couple device unit, a noise image occurred with no image during angulation in the up/down directions. Due to damage on the charge-coupled device unit, the image disappears during angulation in the up/down directions. Due to deformation of the light guide connector, water tightness was lost. Adhesive on the distal end had a chip. Due to damage on the lock engagement lever, bending section could not be fixed firmly. The label on the light guide connector was peeled. In addition, the distal end, the grip, the up/down- right/left plate, the angulation lever, the switch 1, the video connector case, and the video connector were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a left angulation error. Inspection and testing of the returned device found image noise and image disappeared during the up/down direction angle operation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.